Event description:
The guidewire would not align with the magnetic field direction after insertion. It was removed and replaced with another titan assert and the procedure was completed. The pt had a chronic total occlusion in the left anterior descending artery. No complications were reported. The pt was discharged in 2007.